Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013, the atrial lead exhibited noise. On (B)(6) 2013 during a routine pulse generator change out, the atrial lead insulation was noted to be damaged. The physician repaired the lead using rubber silicone tubing and medical adhesive. Electrical testing results showed that lead parameters were in range and noise was not present. The lead remained implanted.